Manufacturer narrative:
Device evaluation: based on the product analysis performed, the assessments of the complaint codes are: rupture: not observed. As per the investigation procedure, creases and wear abrasion were observed and none of the observations are found to be potentially related to the manufacturing process, no further actions are required. Additional, changed, and/or corrected data: b6, d6b, d.9., h.3., h.6.

Event description:
Healthcare professional reported malposition and rupture. Healthcare professional later reported "benign extracapsular silicone and a few cysts are identified", "implant appears rotated in may contribute to palpable findings," and "there was no rupture found and patient had a previous rupture and some residual silicone might have been left behind on the left side that might have been picked up on the imaging report the patient had done." Record is for left side. Device has been explanted.

Manufacturer narrative:
A review of the device history record has been completed. No deviations or non-conformance's noted. The event of malposition is a physiological complication and analysis of the device generally does not assist allergan in determining a probable cause for this event. Further information from the reporter regarding event, product, or patient details has been requested. No additional information is available at this time. Reason for reoperation: rupture and malposition.

Event description:
Healthcare professional reported malposition and rupture. Healthcare professional later reported "benign extracapsular silicone and a few cysts are identified", "implant appears rotated in may contribute to palpable findings," and "there was no rupture found and patient had a previous rupture and some residual silicone might have been left behind on the left side that might have been picked up on the imaging report the patient had done." Record is for left side. Device has been explanted.